Event description:
The customer reported that the pads sparked during resuscitation and had to be removed from patient. Additional information received on 24apr2026 stated that there was no delay in care or impact to patient noted. They were able to continue acls code protocol without interruption. Patient did have a small 2-3inch mark on skin following event. Patient's skin was clean, dry, and intact and prepped properly prior to placement of pads and patient was not wearing jewelry at time of event. Unknown if oxygen was being used. Patient expired which was unrelated to the reported product or event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.